Event description:
Caller reported a cartridge alarm 30 but confirmed that there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported this particular alarm with the same pump. Technical support decided to replace the pump to resolve the issue.